Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. There was no record of the event in the event history log. Functional testing was unable to duplicate the reported problem. The most probable cause is user error. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under infusing. The pump errors did not involve a patient but showed up during the preventive maintenance procedure.